Event description:
It has been reported to philips that fluoroscopy storage was not possible due to an image disk problem. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the image storage not possible. Upon further troubleshooting action, field service engineer (fse) found frontal ip-pc image disk 2 cannot be accessed. The fse replaced the hard disk. After replacement of hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.